Manufacturer narrative:
Head hi/low was drifting overnight. Replaced the head hi/low down valve to repair this bed. Bed found in bed stop.

Event description:
Info received that the head hi/low was drifting overnight. No injury reported. Bed in bed stop.